Event description:
It was reported that during prep, there was an alleged leak from the introducer needle of the dialysis catheter. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one introducer needle reportedly with a 14.5 fr d/l hemostar® 19 cm str hemodialysis catheter kit was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for cracked introducer needle hub, as multiple longitudinal cracks were observed in the proximal portion of the introducer needle hub. Scratch and scoring marks were also observed throughout the hub. The introducer needle was patent to infusion, but leaks were observed at the hub crack sites. The definitive root cause could not be determined based upon available information. The scratch and scoring marks on the hub are consistent with characteristics of damage caused by gripping/handling the hub with tools (e.g. Hemostats). Grasping the hub with tools, overtightening the hub on the syringe and/or improperly threading the hub onto the syringe may have contributed to the reported event.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 01/2020).

Event description:
It was reported that during prep, there was an alleged leak from the introduction needle of the dialysis catheter. There was no patient contact.